Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified.   There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following implantation of an intraocular lens (iol), a scratch was observed under a microscope. The lens was cut and removed during the initial procedure and surgery was completed with no issues to the patient. Additional information was requested.

Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. The lens was cut in half, typical of insertion and removal from the eye, and adhered to each other by solution. The lens was cleaned with lphse. One haptic is broken in the gusset area. Scratches are observed on the optic. A deep scratch is observed on the surface of the haptic. Product history records were reviewed and the documentation indicated the product met release criteria. The root cause for the reported complaint may be related to a failure to follow the IFU. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned. The customer indicated the use of a non-qualified cartridge. The customer indicated the use of a viscoelastic, which is not qualified for cartridge use. The root cause is most likely related to a failure to follow the dfu. The account used an unqualified lens/cartridge combination. The customer indicated the use of a non-qualified cartridge the alleged lens model is only qualified for use in the other company cartridges. The use of non-qualified combinations may result in delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).